Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5975112, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral pain and possible right sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available at this time. If additional information is made available in the future, a supplemental report will be submitted. This report relates to the right prosthesis. See for contralateral 1645337-2019-13305 prosthesis report.